Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, while releasing the valve, the inner curve tab had trouble releasing and was caught on the paddle. The physician had to advance the entire system into the valve to free the tab. No effect on the valve was noted. While retrieving the delivery catheter system (dcs) out of the valve, the ¿sharp black edge¿ of the nose cone caught on the top portion of the outflow crown. Wire manipulations were made, and the nose cone "jumped" aortic indicating that it was caught on the valve frame. No valve movement was noted, and patient anatomy did not contribute to the issue.it was noted that the capsule responded when the deployment knob was turned, and no recaptures were performed. It was further reported that only 1 deployment attempt was made. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Image review: one media file was provided for review. Fluoroscopic valve load inspection was not provided. According to the event description and the media file provided, one of the paddles of the valve remained stuck to the delivery catheter system (dcs) after full expansion of the valve. This is not an uncommon occurrence and slight forward pressure/force should be used to disengage a ¿stuck¿ paddle. There is evidence that not many maneuvers were needed to release the stuck paddle. It was reported that the nose cone might have interacted with the outflow portion of the frame requiring wire manipulations to free the nose cone which was successful. This is an unusual occurrence and could have been anatomy related. However, since the executive summary was not provided the cause of the nose cone and outflow interaction remains unknown. The patient¿s executive summary was not provided for anatomical review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on the dcs while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, if paddle fails to immediately detach do not torque (turn) the dcs handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t the operator can either pull slightly on the guidewire or gently push the dcs forward to release the paddle. Difficulties advancing or removing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that there was difficulty releasing the valve from the dcs. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. The cause of the positioning diffi culties may be related to the paddle hang up event. Positioning difficulties do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.